Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and the results are pending. The customer provided additional information regarding the cleaning, disinfection and sterilization practices (cds) performed by the user facility. During pre-cleaning, the customer aspirates water through the channels and flushes the air/water channel and the auxiliary washing channel. The customer uses a detergent during pretreatment but did not provide what detergent was used. During manual cleaning, the customer uses detergent saluanios, brushes the operating/suction channel, the suction piston, operating channel port and the distal end using albyn medical scope clean brush to brush the operating channel. The scope was manually disinfected. The scopes are stored in a dry cabinet, vertically suspended. The scope was sterilized daily. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. The device will be evaluated after the culturing is completed.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope tested positive for microbial contamination. The issue was found during a routine culture of the scope. Sampling occurred at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The following are the culture test results provided by the user at a third-party institution. Sampling from: all channels. Cfu:9 colony forming units (cfu). Bacterial identification:2cfu sphingomonas paucimobilis and 4cfu pseudomonas fluorescens/putida. The results of the culture test at a third-party institution provided by olympus after reprocessing according to instructions for use (IFU) are described below. Sampling from: all channels. Cfu:<1cfu. Bacterial identification:n/a. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the plastic distal end cover insulation is less than the threshold, the distal end of the light guide rod lens (1x) is cracked, the a-rubber glue is worn out, the connecting tube has a 10mm wrinkle from glue, key top 1 has unclear indication, the connector on the plug unit is dented, and there is less angulation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.